Event description:
Procedure: bullectomy. According to the reporter: during the surgery on bullae of the lung, the surgeon chose the green cartridge according to the pt's condition of the lung lobe. He had difficulties firing the device due to great resistances and there was a clear cracking sound. After firing, the black return knob could be returned but the 'I' beam on the loading unit could not be returned. The loading unit could not be opened as well. A medical knife was used to remove instrument from the tissue. There was no bleeding reported in excess of 250cc. The base was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.